Event description:
It was reported that "dissecting tool was broken during a cranial trauma procedure about ten days ago. A metal fragment was discovered in post op MRI upon completion of crania trauma procedure. A second surgery will be performed to remove the fragment." No patient impact was reported. No additional information was available on follow-up.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No additional information was available on follow-up. Event date estimated. The user manual contains the following "do not use excessive pressure, such a bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."